Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the bent cannula. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone16.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level was high all day and it rose up to 280 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site of the abdomen, the pod's cannula was found bent. Also, the patient noted insulin leaking during pod wear and had redness and irritation around the pod site.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and it was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported adhesive skin irritation event could not be determined. During fluid path testing, a burr was observed on the distal tip of the needle indicating an inadequate hard cannula.